Event description:
It was reported, "implant surgeon of the hospital reported that a pt came in with pain. He took some x-rays and observed that the revision head was broken."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.